Event description:
It was reported that while advancing a chaperon 6f guiding catheter through a tortuous internal carotid artery (ica), the chaperon inner catheter was removed and replaced with a terumo guidewire. The guidewire was used to assist in advancement of the chaperon outer catheter across an acute angle in the artery. During advancement of the catheter/guidewire system, an arterial dissection resulted in ica closure. Reopro and nitro were administered to re-open the vessel.

Manufacturer narrative:
Complaint sample was not returned for eval as it was discarded by the user.